Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the prograsp forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the instrument broke off and fell inside the patient. Although the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the connector between the jaw and the wrist of the prograsp forceps instrument broke and fell inside the patient. The broken fragment was retrieved laparoscopically during the same surgical procedure. A back-up instrument was used to complete the procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and was used for approximately two hours prior to the observed issue. In between the procedure, the instrument was removed and reinserted in the universal side manipulator (usm) arm. The surgeon was completing the surgical task when the issue was observed. The entire fragment was retrieved and a post-operative test was not required.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the investigation. Failure analysis was able to confirm the reported event. The instrument was found to have a part of the grip measuring approximately 0.049¿ x 0.152 broken. The broken piece not returned. The known common cause of this damage is attributed to mishandling/ misuse. Based on failure analysis investigation results, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.